Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to ok button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas and evaluated. The battery compartment was cracked. Corrosion was observed inside the battery compartment. No damage was found to the keypad. The ok button responded to presses intermittently. All other buttons responded to presses appropriately. The keypad was removed and adhesive was found under the button contacts.